Manufacturer narrative:
An event of patient death was reported. The cause of death was stated as unknown. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a partial lead was returned in one piece measuring 5.5 cm. A full breached outer insulation degradation was found at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-04216, related manufacturer reference number: 2017865-2020-04223. It was reported that the patient expired due to cardiac arrest and respiratory failure. No further information was provided.